Manufacturer narrative:
Due to the angulation of the screw and that the surgeon did not fully affix the driver to the screw for the extraction, it made it difficult to remove this implant. According to the sales rep, the surgeon was instructed on how to remove these screws but chose to not follow pioneer surgical's defined surgical technique. This resulted in the difficulting in the screw removal and the extended surgery time.

Event description:
During a three level acdf surgery, the surgeon noticed that the plate was not positioned correctly. When he tried to back out the screws to reposition this cervical plate, he had difficulty removing the final screw due to the angle at which it was placed. This resulted in a 75 minute delay in surgery while he tried to remove this screw. He was finally able to remove this screw and plate and the surgery was completed successfully. The delay in surgery did not have any adverse effect on the patient.